Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3 was not detected on the bus and was not recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer after removing the faulty cubie pocket and recovering the drawer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.